Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Granuloma: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported an "incident" with the left device. Regulatory agency later reported "bilateral rupture and presence of silicone in the space between the capsule and the prosthetic wrapping", on behalf of the physician. The ap of the capsule concludes "tissues compatible with capsule of mammary implant with silicone" and "dense fibrous connective tissue, with chronic inflammatory infiltrate with microphagous reaction to amorphous material and presence of multi nucleated cells to foreign body". The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Event description:
Healthcare professional reported an "incident" with the left device. Regulatory agency later reported "bilateral rupture and presence of silicone in the space between the capsule and the prosthetic wrapping", on behalf of the physician. The ap of the capsule concludes "tissues compatible with capsule of mammary implant with silicone" and "dense fibrous connective tissue, with chronic inflammatory infiltrate with microphagous reaction to amorphous material and presence of multi nucleated cells to foreign body". The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional h6: f15. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.